Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73b1800624 was manufactured on 02/26/2018 a total of 3,024 pieces. Lot was released on 03/02/2018. DHR investigation did not show issues related to complaint. The customer returned one loose clip 544250 hemolok xl clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of the clip being "broken" was confirmed based upon the sample received. One loose clip was returned broken in two pieces at one side of the hinge. The pierced bosses were missing and appeared sheared off from the loose clip. It could not be determined exactly how or what caused the returned loose clip to break near the hinge and the pierced bosses. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found the living hinge of the clip broken after ligating the tissue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the living hinge of the clip broken after ligating the tissue.